Manufacturer narrative:
The customer received remote application assistance from a remote support engineer (rse). Working remote with the customer biomedical engineer. During the remote support the reported problem was resolved. The customer biomedical engineer stated server rebooted on their own and resolved the issue. The cause remains unknown. Based on the information available conducted we were unable to replicate the reported problem. The device was operational, per the customer biomedical engineer. No support was provided and the cause and resolution is unknown. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
The customer reported on a patient information center ix indicating no communication to the central monitoring station. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.